Manufacturer narrative:
On 08/08/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, it was reported during implantation surgery physician experienced a tissue expander leakage. During evaluation of the sample it was noticed to be intact. Leak testing revealed a tear measuring approximately 0.1 cm in the posterior aspect. Additional testing was not performed to avoid compromise the device integrity. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were discovered the manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Deflation is a known complication associated with mentor mammary tissue expander devices. Possible causes of deflation of tissue expander-filled implants include but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: intraoperative deflation of tissue expander. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a mentor cpx 4 breast tissue expander with suture tabs 550cc device deflated during a breast reconstruction procedure. Leaking of the tissue expander was observed during implant surgery. As a result, the leaking device was removed and another mentor cpx 4 breast tissue expander with suture tabs 550cc device was implanted into the patient. There was no adverse event to the patient.